Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g1-2, g4, g7, h2, h6, h10. No pictures received and product not returned. Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. A complaint extract was done regarding instrument damaged: - 2 complaints (2 products), this one included, have been recorded on avantage trial cup positioner, reference (B)(4), from january 01, 2017 to september 29, 2020. - the complaint history, regarding the batch number, can't be performed as it was not communicated. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the avantage trial cup positioner broke upon trialing the cup. No adverse health consequence was reported as the result of the event.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device manufacturing quality record could not been reviewed as the lot number was not communicated. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the avantage trial cup positioner broke upon trialing the cup. No adverse health consequence was reported as the result of the event.